Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was unable to exit the preparing to prime loop. Insulin squirted out during the manual prime process. She administered an insulin shot before she went to bed and that brought her blood glucose level down. At night the customer had to stay awake to treat her blood glucose level. The customer fell due to a low blood glucose level and injured her head and arm. The insulin pump fell off her nightstand. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 alarm test and motor error alarm during basic occlusion test due to loose protruded drive support disk, the insulin pump also has bleeding lcd glass also noted. No a33 alarms noted. Unable to perform occlusion and excessive no delivery alarms due to prime anomaly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube window, cracked reservoir tube, cracked case near the display window corners and missing the end cap sticker noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.